Event description:
It was reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the tandem mobi wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with technical support planning to follow up for further assistance.